Event description:
A surgical technician reports that during intraocular lens (iol) implant surgery, a mark was noticed on the iol. The incision was enlarged to faciliate removal and replacement of the lens. Additional information has been requested.